Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the plastic packaging material. No blood was observed on the device. Only the loading device as well as the aortic cutter was observed in the photographs. The seal and blue tension string was observed in the loading device window. No visual defects were observed. Based on the photographic inspection, the reported failure "fitting problem" was confirmed.

Event description:
Hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when seal was loaded then pulled out, the seal did not come out but only the loader came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when seal was loaded then pulled out, the seal did not come out but only the loader came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.